Event description:
The heart center nrw in bad oeynhausen, has reported that a patient implanted with the cardiowest temporary total artificial heart (tah-t) and supported by a syncardia excor driver has a small hole in the cannula to the left ventricle through which air can escape. The cannula has been provisionally repaired by the hospital. There was no injury to the patient. The excor driver is approved for use with the tah-t in europe only and is not approved for use in the united states. Photographs supplied by the complainant of the observed cannula breach show that the hole is located near the driveline connector to the excor driveline, which utilizes a different connector design than that used with the css console in the us. Syncardia has requested that the cannula and the driveline be returned for evaluation after the tah-t has been explanted.